Event description:
An or director reports the laser stopped firing multiple times during a procedure. Each time the laser was restarted and the procedure was completed. The pt is slightly undercorrected (-.50d), however, the surgeon stated there was no harm/injury to this pt.

Manufacturer narrative:
Determination of root cause: assessment: a surgery database performance verification was performed on this system. The analysis indicates the performance factors analyzed were operating within specification during the time of this pt's surgery. During the onsite investigation, the tm (territory manager) found the voltage was fluctuating during surgery, still within specification, but on the high side of the specification range. This is an indicator that a gas change is needed. Discussion with the site indicated a gas change was not performed. The tm explained that the laser not firing errors were probably due to the control voltage being at 5 volts and that the gas should be changed when the control voltage reached 4.8 volts to maintain the optimal power output. The tm also discussed the importance of completing system conditioning at least once a week when the system was not being used and the importance of maintaining the environmental conditions of the laser room, constant temperature and humidity, and how they play an important part in keeping the laser aligned with optimal power and beam shape, all of which can affect the control voltage. Conclusion: the laser not firing issues were due to the need for appropriate gas changes and proper system conditioning, including environmental conditions, by the site. This report was mailed to FDA on: 12/05/2008.